Manufacturer narrative:
UDI #: (B)(4). Field service specialist visited account and performed preventive maintenance and cut gels with good results. Performed energy conversion factor calibration. System passes function and calibration tests. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had very sticky lift. Patient may have had an intrastromal oval scar in left eye about 1mm inside of sidecut which tore slightly when attempting to lift. Surgeon observed opaque bubble layer near hinge but stated that it is pretty common for their laser. Flap was not completely lifted and excimer treatment was aborted. Patient's pre and post-op best corrected visual acuity (bcva) 20/15. Bandage contact lens (bcl) was applied. Patient had a photorefractive keratectomy (prk) done.